Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the left ventricular (lv) channel of the pacemaker exhibited polarity switch due to gradual increase of lv pacing impedance. The lv capconfirm feature was disabled. The patient was in stable condition.